Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low shocking lead impedance measurements less than 20 ohms. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi). Subsequent information indicated that the out of range low shock impedance measurement continued to be observed. However, the out of range measurements were unable to be recreated in-clinic. Additional information was received indicating that the source of clinical observation was not determined. The patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.